Event description:
It was reported that cadd legacy plus pump the display had indicated a message of "run" for 10 minutes or so, but the product (pump) would not run. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) showed no records related to the reported event were identified in the log. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Performed all functional testing.